Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon breaking down while still inside pieces getting left behind foreign body in reproductive tract. Tampon breaking down while still inside device breakage. Consumer reported via social media that tampon is breaking down while still inside her. No serious injury was reported.